Event description:
Patient had bilateral mastectomies performed in 1987. The original breast implants were placed in 1988. They subsequently were removed because of infection. In 1991 she had new prosthesis implanted. Since then she has developed symptoms such as arthritis, tenderitis, raynauds disease